Event description:
Sales consultant reported a revision surgery scheduled for (B)(6) 2011 due to backout of tfn blade, pt was originally implanted at another hosp. Reportedly pt was arthritic and a poor candidate for tfn. Pt will be revised to a total hip.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.